Event description:
After a cardiac cath, dr attempted to place angioseal device into right femoral artery access site. Angioseal device shattered into several small pieces upon insertion attempt. Manual pressure was instead held until hemostasis was achieved. Pt denied any complaints. Vascular surgeon consulted. Surgeon determined that device fragments remained in subcutaneous tissue and further intervention to remove the fragments could cause more problems than leaving the fragments in pt. Intentionally retained foreign object. Diagnosis or reason for use: closure of femoral cardiac cath site.